Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient experience pain. The implant was removed and the site grafted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,4.1,13,mtx,mg (tsvt4b13) was returned for investigation with an hc343 healing collar. Visual inspection of the as returned product identified minor signs of use, dried blood around the implant and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The healing collar was able to be removed with some difficulty and although dried blood was seen between the implant-abutment connection, no malfunction was seen in the internal hex of the implant. The reported device was measured and was verified to match specifications per pd-tsvt4b13 rev b. The customer did not provide any pictures or evidence. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Review of appropriate documentation: documents reviewed: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16. Information identified: contraindications, warnings, changes in performance, adverse effects. Complainant reported that the patient came in for final implant check. Patient was experiencing pain but no mobility. Patient waited one additional month for another check. When the doctor checked the implant, the patient still had pain but no mobility. The implant was removed and the area packed with puros. The reported complaint could not confirmed as no evidence is available to support pain. A definitive root cause for this complaint could not be determined

Event description:
No further event information is available at the time of this report.